Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and the date reset during the service call. The system was tested and found to be working as intended and put back to into service.

Event description:
It was reported that the 8800 system would not boot up and had a charger error message. No pt injury was reported.